Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, issues on radiofrequency (rf) chip were noted as remote connection could not be established. Multiple attempts were made but connection could not be established to interrogate the device. The programming changes were made, and issue of rf connectivity was resolved. The patient was stable.